Event description:
During a meniscal repair procedure it was reported that upon insertion of the first anchor when the lever was pushed both anchors deployed. A backup device was available and the procedure was completed successfully.

Manufacturer narrative:
The subject device was returned for evaluation of the reported complaint mode, "premature deployment". Only the delivery device was returned. The device cycles and actuates as intended. The reported complaint cannot be confirmed. A review of the device history records were performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. Per results of the investigation no root cause could be determined. At this time no further investigation is warranted. (B)(4).